Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the hc machine failed manual volumetric accuracy testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice evaluation was completed. No abnormalities were identified during internal/external inspections. Temperature verification testing passed. The device passed rite (returned instrument test evaluation) electrical testing, but failed rite functional testing as fluid was transferred above specification limits. Further inspection of the door assembly revealed deteriorated piston foam and a cracked door piston. Test piston foam was installed and the device was able to pass volumetric accuracy testing. A service history record review did not identify any issues in the previous service events that would have contributed to the volumetric accuracy issue was determined to be deteriorated piston foam and a cracked door piston. A CAPA was initiated to investigate the issue. Should additional relevant information become available, a follow-up report will be submitted.